Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump alarmed with pump detached message displayed on screen. After they used the key to open the lock, it stated battery depleted (battery indicator showed empty) but when they checked the batteries for charge, they were full. The pump cassette detached even though it was locked in place. There was patient involvement, and no patient harm/adverse event reported.